Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience a nodule on their thyroid. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience a nodule on their thyroid. The device was returned to the manufacturer's quality product investigation laboratory for investigation. External and internal inspections were completed by the manufacturer. The external investigation observed little contamination on the outside, and the air inlet port has some dirt/debris around it that is visible from the outside. Power on the device using a known good power supply and power chord, which showed the base unit provided airflow. An internal investigation observed dust and dirt on the blower box. Evidence of sound abatement foam degradation/breakdown was observed in the base unit. The blower showed signs of dust contamination. The blower seal showed fine, dark contamination that appears consistent with the keratin contamination. The manufacturer concludes that there was evidence of little contamination on the outside, and some dirt/debris around the outside air inlet port is visible from the outside. The internal investigation confirms dust and dirt on the blower box, evidence of sound abatement foam degradation/breakdown was observed in the base unit. The blower seal showed fine, dark contamination that appears consistent with the keratin contamination.